Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while moving the gantry from one position to another during a test spin, the system "jumped." The spin was not completed. Navigation was aborted and the site brought in another system to complete the case. There was no impact to patient outcome.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, product ID: bi71000416, a manufacturer representative went to the site to service the system. Testing found magnets from cable chair to be the source of the noise. Evaluation codes b01, c07, d02 apply. Evaluation of the software logs determined there was no software anomaly. Evaluation codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a 10 minute delay in surgery. The "jump" was actually a "thud" sound. It was from two magnets stacked atop one another under the cable chain.

Manufacturer narrative:
Additional information added to b5. Additional annex f code and annex a code added to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.